Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level between 200 and 600 mg/dl; value at the time of the emergency room visit was 280 mg/dl. Customer stated that she had moderate to severe ketones. The customer was wearing the insulin pump at the time of this incident. Blood glucose level at the time of the call was 379 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The customer reported another incident in which she had a blood glucose level over 400 mg/dl which was treated with manual injection. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.